Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing abdominal pain after the permanent implant of the paddle lead. The physician believed that the abdominal pain was due to the lead being in the epidural space. The patient underwent a revision procedure wherein the lead was replaced. No device malfunction was suspected. The patient was doing well postoperatively.